Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The customer had high blood glucose from 257 mg/dl at the time of the incident and current blood glucose of 483 mg/dl. The customer replaced the set and his blood glucose still did not go down and he cannot figure out. Customer treated high blood glucose with manual injections and insulin pump. Based on customer report, customer does not allege pump was under delivering. The customer also stated that, the infusion set cannula was bent. The insulin pump did not alarm insulin flow block with the bent cannula. Customer stated that with his manual injections and his pump his blood glucose did not go down he changed the set again and blood glucose went from 330 mg/dl to 294 mg/dl and sensor glucose just alarmed over 400 mg/dl and having customer do a finger stick to verify blood glucose and it is 523 mg/dl. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.